Event description:
It was reported to medtronic neurosurgery that a patient implanted with an innervision snap shunt ventricular catheter developed an intraventricular hemorrhage. According to the report, the hemorrhage was located at the distal tip of the ventricular catheter. It was reported that the catheter was explanted on (B)(6) 2015.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.